Event description:
A customer contacted beckman coulter inc., (bci) regarding a false low creatinine cre3) result generated by the synchron cx9 alx analyzer for one patient. The initial result was 0.1 mg/dl. The original specimen was re-tested and repeated cre3 result of 0.8 mg/dl was obtained. The result was reported out of the lab. Unknown if treatment was initiated or withheld.

Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse noticed calibration and qc results for creatinine were imprecise. The fse replaced the creatinine module and performed a preventive maintenance (pm). A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.